Event description:
It was reported that this left ventricular (lv) lead had a rise in the pacing impedance of over 3000 ohms. Reportedly, the patient experienced a fall and a steady increase in the impedance. The lead polarity was reprogrammed and acceptable impedance and thresholds were noticed. This lv lead remains in service and no adverse patient effects were reported.